Event description:
During meniscal repair, it was reported that the implant came out without locking after needle was inserted in the meniscus. Both of the t¿s pre-deployed. The trigger was not pushed, but both t1 and t2 were out of the slot. No implants were left unsupported in the patient. There was a thirty minute procedural delay. A back up device was available to complete the case and there were no reported patient injuries or complications.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no t¿s or suture remains on the needle. The actuator is in the pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).